Event description:
It was reported that the ceramic liner and head fractured and disassembled in pt body. Required revision of components. Wash out. Stem not replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR.# 9616680-2010-00250.